Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ipg migration. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg pocket was revised.

Event description:
Additional information received identified the issue was resolved.

Manufacturer narrative:
Method code was unintendedly incorrect in the initial report. This report contains correct information.